Manufacturer narrative:
It was reported that, "infections acquired with patient after the use of these custom packs". Customer contact stated, "all packs have been pulled off the shelves and quarantined". It was reported that, "several of our infection preventionist have reviewed the medline recall letter as well as took pictures of the pack, it is their view that the sponge would potentially cross contaminate and the pack is not safe to use". No additional details are available related to the customer reported issue. It has been determined that the reported event caused or contributed to a death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
It was reported that, "infections acquired with patient after the use of these custom packs".